Event description:
It was reported that a poster presentation at (B)(6) has a complaint for unknown patient. Patient suffered systemic frequency pauses after vns replacement. Patient has history of pre-term birth intellectual disability and refractory epilepsy, on multiple asm and vns presented for progressive lethargy. Immediate syncopal events soon after placement prompted for unremarkable cardiology work up. Vns set at output of 3.25 m. Telemetry showed clinically asymptomatic, frequent sinus pauses lasting 2-8.5 seconds. Complete resolution of sinus pauses occurred after vns turned off. Information regarding patient was obtained via retrospective review of electronic medical records. No additional relevant information has been received to date.